Manufacturer narrative:
E1: facility name "orange coast memorial medical center" b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had no visual or audible alarms. Per reporter, the event occurred during set up. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Device was cracked on the right plunger case. Service history review identified this device has not been in for service previously. Unable go into device history due to blank screen and constant alarm was found at power up. Blank screen and constant alarm were verified at power up. Uploaded from base to head to resolve the issue, device passed all the functional tests.